Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on an unknown date and suture was used. During the procedure, the suture broke when the loop intended to be closed. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No breakage of the suture was observed. The cracked mecanyl tube part is detached from the suture. The clear cause of detaching could not be determined. Residue of the color was visible in the cracked mecanyl tube which leads to the assumption that the suture was attached to the mecanyl tube. Probably occured by applying strong force during attempted loop closure. The visual inspection of the knot shows that it was configured correctly. The complete loop closure was possible with a small jerk at the beginning and then the knot glided smoothly along the thread.